Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from the patient¿s pump managing physician via a company representative who reported that the patient was unable to make her refill appointment on (B)(6) 2020 due to being in the hospital or nursing home and an order was given by her managing physician in the facility to turn the pump to minimum rate without his consent or knowledge. The patient did not follow-up with the pump managing physician until (B)(6) and at that time wanted to start her pump back up but was unaware that it was in minimum rate and it was turned off. It was noted that the issue was resolved at the time of this report and it was indicated that the hcp (healthcare professional) had no additional information to provide regarding the event. No surgical intervention occurred, and none was planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient was brought to the emergency room (ER) on (B)(6) 2019 and was given narcan. They were also given narcan on (B)(6) 2019 and they were still lethargic and "not responding well." The caller wanted the pump turned off, but they did not have a programmer. A local device manufacturer representative was paged to assist. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-apr-23. It was reported that the patient was told to be brought to the hcp's office for reprogramming. The hcp didn't have privileges at the hospital where the patient was. No other information was provided. No further complications were reported.